Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient and his wife stated that shortly after his implant he "fell and landed badly" when he slipped on an icy step. He stated that when he slipped that he "wasn't sure" if he landed on his ins; however, the majority of the fall was focused on his arm, hand and shoulder. Following the fall, the patient stated that he did not notice a change in pain coverage at that time; however, the following spring he was working on his collector car and was replacing a water pump and was bent in an "odd position" for a period of time and this is when he noticed a change in his pain coverage. Upon hearing this and meeting with the patient, the patient's ins was interrogated and connectivity and impedances were checked with all within normal range. The patient was able to be reprogrammed in order to obtain more pain pattern coverage. Surgical intervention was not planned or performed.